Event description:
It was reported by the customer, a microbiological culture was performed on the evis lucera elite colonovideoscope. The lumen of the scope tested positive for klebsiella pneumoniae, pseudomonas aeruginosa, pseudomonas mendocina, klebsiella aerogenes (esbl medium growth +), which were detected by a double better test. Additionally, the zooming was difficult. A substitute device was requested on (B)(6) 2022, due to a malfunction of the expansion lever. The issues were found during maintenance. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. This report is for the reportable malfunction of the positive culture.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. The scope was reprocessed with an oer-5 and endoclens. Bedside cleaning was performed. The cleaning liquid was sucked from the scope. Air/water was sent through to the air/water pipeline. The air/water channel cleaning adapter was used. Water was sent to the special pipeline. The scope was brushed in the sink and the forceps channel, suction channel, forceps opening, and forceps stand was brushed. There were no abnormalities in the leak detection. An automatic cleaning and disinfecting device were used. The disinfectant used was asside or disopa. The automatic endoscope reprocessor (aer) used was an olympus oer-5 and asp japan endoclens. For the culture test, the scope was flushed with twenty (20) milliliters of physiological saline fifteen (15) times from the forceps opening. The collected washing liquid was centrifuged and perform a smear / culture was performed using the sediment. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated and the following defects were found: angulation control knob too loose, reduced angulation, liquid leakage on the connector, scratches on the connector, shadows on the image, rubber glue chipped, scratches on the insertion tube, scratches on the objective lens, scratches on the distal cover, caught during zoom operation. These defects were not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the relationship between the event and the device could not be determined. Regarding the reprocessing of the device, it was confirmed that the frequency of the disinfectant replacement is unknown. No abnormalities were found in the biopsy channel, which is the sampling point where the bacteria were detected. The root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.